Event description:
A discordant, falsely low magnesium result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who administered treatment to the patient. The patient received 2 mg of magnesium sulfate intravenously every two hours for a total of 6 mg of magnesium sulfate. The sample was repeated on an alternate dimension vista instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist evaluated the instrument data and discovered low results on multiple methods from automation samples. The tsc specialist instructed the customer to replaced sample probe 1. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced and aligned the aliquot probes. An aliquotter level sense diagnostic check and a quick check were run and both passed. Quality controls were run and resulted within range. The automation track was monitored during sampling to verify functionality. The cause of the discordant magnesium result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.